Event description:
It was reported to boston scientific in 2008 that while using a chilli ii catheter, the customer experienced the following: during an atrial flutter ablation case, the temperature reading from the chilli catheter did not change when the power was increased. The impedance was high, around 200 ohms, and had no reduction in intracardial signal. Changing the cable had no effect. After 20 ablations, the doctor replaced the chilli catheter with a j&j thermocool catheter and made 20 more ablations. The impedance remained high with no change. The procedure was stopped without success. Three hours after the procedure, two circular skin burns (3cm diameter) were found on one of the patients legs (1st or 2nd degree). The doctor believes that during the ablation, the power did not go out of the patient through the ground pad, and the burned area occurred because the chilli catheter and/or one of the cables were broken.

Manufacturer narrative:
Device is currently being evaluated. Follow-up reports will be submitted once investigation is completed.